Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that (B)(6) 2014, cgm displayed inaccurate values. At the time of the call, patient's father reported patient sustained no injuries and sought no medical intervention.